Event description:
Follow up reported the event was attributed to an unknown lead issue. There were no abnormal impedance measurements. On (B)(4) 2012 impedances were checked, the patient was reprogrammed and educated on cycling. It was reported that the patient needed to cycle their programs. No further information was reported.

Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient's whole bed was wet and the therapy had worked the day before. The patient increased stimulation and could feel it on the right side where the "leg meets the rest of the body." The patient was going to monitor symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a shocking and an overstimulation sensation from there implantable neurostimulator (ins) which started a couple of days ago. It was noted that this interfered with the patient's sleep. The patient wanted to switch to a "different spot" using the programmer component which, per their physician, they should be able to do. The patient was on program 1 and, with the assistance of the company representative, changed to program 3 (2.0 volts) which was noted reported to be "good" for the patient. This resolved the reported issue. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-33, lot# v806788, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). The initial MDR was filed as mfg. Report # 3007566237-2012-01924. Additional information received determined that t he correct manufacturing site was site #(B)(4).

Manufacturer narrative:
(B)(4).